Manufacturer narrative:
Investigation pending.

Event description:
The patient was tested in the evening at approximately 7 pm. A urine sample was collected and an innovacon hcg urine test produced a negative result. A serum sample was collected and produced a quantitative result between 50-100 miu/ml.

Manufacturer narrative:
Returns were not received of the complaint lot. Retention products were tested with qc cut-off hcg concentration and high positive hcg urine standard. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. A dilute urine sample may make the hcg quant level much less than the serum levels which may lead to false results. Some patients may test negative early in pregnancy if the urine hcg is below the cut-off of 25 miu/ml. It is recommended that if pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.